Event description:
Upon removal of wire guide and catheter from right atrium, the wire guide caught. About 1/2mm from the tip, the wire guide coils separated slightly and appeared to be caught on arterial tissue. The coils seemed to be pinched back together. The radiologist advanced a 60cm dilator over the wire guide and it finally came loose. The pt did not sustain any adverse effect from this event.